Event description:
Customer reports to have received a failed battery test and blank screen display. Customer's blood glucose was 157 mg/dl. After troubleshooting customer still received a failed battery test. Customer was advised that battery cap would be sent to rule out issue with battery cap. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge